Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. A 26mm valve was implanted inside the failing 25mm valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Event description:
Edwards received information that a patient with a 27mm valve implanted for 12 years and one (1) month underwent valve-in-valve procedure due to severe mitral stenosis. A tmvr was performed with a 26mm valve. Completion tee revealed a well-seated transcatheter mitral valve in valve configuration with a mean gradient of 2 mmhg and trivial perivalvular leak. The patient tolerated the procedure well and was transferred out of the or in stable condition. The patient was stable for discharge on pod #3.